Manufacturer narrative:
(B)(4). Initial evaluation of the sample did not confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Five used samples were received for evaluation. The customer did not know which of the five samples that would not initiate flow. All five samples were visually inspected and functionally tested with no defects or abnormalities noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not initiate flow of the unspecified solution. This event occurred during priming. There was no patient involvement. Additional information was requested and is not available.